Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported there was a damaged instrument. The cervical probe was bent. There was no impact to the patient outcome and no delay due to the reported issue.

Manufacturer narrative:
Additional information: device lot number provided. The probe was returned to the manufacturer for analysis. The probe was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.